Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision of a kinectiv hip 5 years post primary surgery, due to breakage. The patient had a kinectiv stem in and the neck hole broke, leaving part of neck inside the stem. The stem, neck and head needed to be removed and a revision stem was implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted for correction. Upon reassessment of the reported event, it was determined that this device was not involved in the event and should not have been reported. The initial report should be voided as it was submitted in error. The complaint ((B)(4)) reported with previous report turned out to be a duplicate. New report regarding to this event will be reported with (B)(4).